Manufacturer narrative:
Qc was run before and after the event and the results were within established ranges. Customer technical support (cts) discussed with the customer of the possibilities that could caused the high hba1c result. Service was not requested by the customer. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a high hemoglobin a1c (hba1c) result generated by the synchron lx20 clinical system for one patient. The patient result was reported out of the lab and the physician questioned the result based on the glucose results and sent the patient to another facility for a redraw and re-test. The hba1c result generated from another facility was lower. The customer then recalibrated a1c and hb and retested the new prepared hemolysate from the original blood sample and they obtained a similar result generated from another facility. Patient results are shown. Patient treatment was not affected.